Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 06jul2011. The review was performed from the date of manufacture to the present date 02mar2021. A review of the device history record in for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that pump is alarming ¿check IV set¿ as soon as the device is turned on and before inserting any administration set. There was no reported patient involvement.

Manufacturer narrative:
Gtin and imdrf annex grid codes are updated.

Event description:
It was reported that pump is alarming ¿check IV set¿ as soon as the device is turned on and before inserting any administration set. There was no reported patient involvement.